Manufacturer narrative:
H6 - 4629 removed. Claim #733630.

Manufacturer narrative:
B5: on (B)(6) 2024, the lens was replaced with a same model and length lens. This resolved the problem. H6: wos was not performed. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9/+1/061 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. The cause of the event was reported as the device.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - medical device problem code - 1494: progressive myopia claim#: (B)(4)